Event description:
The tip worked normally in the beginning, then the console alarmed. There was no ultrasound. The nurse unloaded the handpiece and saw that the tip was broken just under the thread part. The thread part was still in the handpiece. The product in contact with pt but there was no pt injury. The event lead to an increase of surgery time but the time was unk. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.